Manufacturer narrative:
Other device associated with this event: heartware® ventricular assist system - pump. Model 1104. Implant date: (B)(6) 2017. Is this a single use device that was reprocessed and reused on a patient?: no. Device available for evaluation?: no. Labeled for single use?: yes. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed dysphagia within approximately eight months of biventricular ventricular assist device (vad) placement. Details regarding the results of any diagnostic testing, treatments provided or the patient¿s outcome have not been reported. No further information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed dysphagia after biventricular ventricular assist device (vad) placement. The device remains in use in the patient. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.